Event description:
It was reported the device had no image displayed. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
Investigation is ongoing. This report will be supplemented following investigation completion and or supplemental report(s) will be submitted should any relevant new information is available and / or received.

Event description:
It was reported the device had no image displayed. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A definitive root cause cannot be identified as the customer¿s allegation could not be reproduced. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.